Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis manifested by fever and cloudy fluid. The breach in aseptic technique was further described as hygiene not maintained. The patient was hospitalized and was treated with intraperitoneal (ip) injection reflin (250 mg each bag, frequency and duration not reported) and ip injection fortum (250 mg, frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. On an unreported date, the patient was discharged from the hospital and was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.